Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes provided. Revision op notes demonstrated that the patient was revised due to pain, pseudotumor, tissue damage and corrosion. The patient has a severe response with large tumor formation and destruction of muscle. Visible discoloration of the modular neck noted possibly from corrosion. Head and neck came off as one piece, stem removed without incident, shell well-fixed and left intact, liner removed. The surgeon did not shorten patient significantly because of the laxity of the abductors. The femoral nerve was found to be encased within the reactive tissue. Necrotic tissue noted without signs of infection or purulence. Tissue debrided and nerves decompressed without further complication. Device history records show no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. The additional information does not affect the root cause. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had a revision procedure two years post-implantation due to pain, discomfort, weakness, elevated metal ion levels, advanced local tissue reaction (altr), pseudotumor, and femoral nerve compression. During the revision procedure, the surgeon noted extensive tissue damage and large pseudotumors as well as discoloration of the modular neck of the implants. During the same surgery, a second procedure was performed to decompress the femoral nerve that was encased in retroperitoneal swelling of the iliopsoas muscle due to altr. The liner was replaced while the stem, head, and neck were replaced with stryker product. The initial acetabular shell remained intact. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant products: 00784802300, modular neck g 12/14 neck taper, 62422983; 00801803202, cocr femoral head, 62424313; 00620004822, shell porous with cluster holes 48 mm, 62435519; 00631004832, liner 10 degree elevated rim 32 mm, 62414741; 00625006540, bone scr 6.5x40 self-tap, 62412355; 00625006525, bone scr 6.5x25 self-tap, 62444791. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00099; 0001822565-2017-06161.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Ready revision procedure.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of being implanted worn / foreign material for all devices. The head, neck, and stem was submitted for further analysis. Analysis determined a consensus modified goldberg score of 2. A score of 2 corresponds to fretting on more than one tenth of the surface and/or corrosion damage to one or more small areas for the neck and stem surfaces. Review of complaint history identified additional similar complaints for the head, no additional complaints for the neck and stem, and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Root cause unchanged. This complaint was confirmed based on the returned devices and medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown trilogy liner, p/n unknown, l/n unknown; unknown neck, p/n unknown, l/n unknown; unknown versys head, p/n unknown, l/n unknown.

Event description:
It was reported patient had a revision procedure two years post-implantation due to pain, discomfort, weakness, elevated metal ion levels, advanced local tissue reaction (altr), pseudotumor and femoral nerve compression.. Corrosion was found on the neck. Femoral stem was revised. Attempts to obtain additional information have been made; however, no more is available.